Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.7; lab: 2.5. Therapeutic range: 2.0 to 2.7.